Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: b5: this report is against user facility medwatch number mw5186368.

Event description:
Voluntary report received (mw5186368). The patient had a full hip replacement that was done in 2021. Approximately eight to nine months after the implants were placed inside patient's body, the patient began experiencing serious pain that has only gotten worse due to numerous factors that are a result of the surgery. Patient have particle disease, tissue damage, a large spread-out subchondral cyst that was found originally in 2019. No one ever spoke with patient about the cyst. The surgeon put the implant either on the top of or close to the cyst. It was exposed from a CT scan done in 2022 being the same cyst from 2019. Patient just recently learn of all this within the last year. Learning the implant is faulty from a batch of recalled hip implants from 2010 to present. Patient have all the documents. Patient have almost all test results, doctors notes, summary reports, manufacturers information etc. As of this date, patient is now dealing with chronic dehiscence, cortical breakthroughs with portions involving patient's pelvis. The implant has continued to push through his pelvis. Hardware fracture and loosening that has now created way more pain. Having to use a wheelchair not to damage it more. No one is communicating any of this stuff with each other. All doc's, n.p.s (nurse practioners), nurse, h.a.s.'s scom's (special operations surgical teams) / surgeons. Log number: (B)(4). Hecc: 1994, 1800, 4559, 1924, 1154. Dpc: 1420, 1260, 4002, 4003. Ref reports: mw5186368, mw5186370, mw5186371.

Manufacturer narrative:
Product complaint # ==>(B)(4).investigation summary ==> no device associated with this report was received for examination.according to the information received, ¿voluntary report received (mw5186368). The patient had a full hip replacement that was done in 2021. Approximately eight to nine months after the implants were placed inside patient's body, the patient began experiencing serious pain that has only gotten worse due to numerous factors that are a result of the surgery. Patient have particle disease, tissue damage, a large spread-out subchondral cyst that was found originally in 2019. No one ever spoke with patient about the cyst. The surgeon put the implant either on the top of or close to the cyst. It was exposed from a CT scan done in 2022 being the same cyst from 2019. Patient just recently learn of all this within the last year. Learning the implant is faulty from a batch of recalled hip implants from 2010 to present. Patient have all the documents. Patient have almost all test results, doctors notes, summary reports, manufacturers information etc. As of this date, patient is now dealing with chronic dehiscence, cortical breakthroughs with portions involving patient's pelvis. The implant has continued to push through his pelvis. Hardware fracture and loosening that has now created way more pain. Having to use a wheelchair not to damage it more. No one is communicating any of this stuff with each other. All doc's, n.p.s (nurse practioners), nurse, h.a.s.'s scom's (special operations surgical teams) / surgeons. Log number: (B)(4). Hecc: 1994, 1800, 4559, 1924, 1154. Dpc: 1420, 1260, 4002, 4003. Ref reports: mw5186368, mw5186370, mw5186371."quantity manufactured: (B)(4).date of manufacturing: 04-feb-2021 any anomalies or deviations identified in DHR: two non-conformances were identified but not related to failure mode of the complaint.expiry date: 31-jan-2031 IFU reference: (B)(4).a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 62mm, product code: 121732062, lot no: 9696368, and two non-conformances were identified, however not related to the reported failure mode of the complaint.as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.device history lot ==> quantity manufactured:- (B)(4).date of manufacturing:- 04-feb-2021 any anomalies or deviations identified in DHR: two non-conformances were identified but not related to failure mode of the complaint.expiry date: 31-jan-2031 IFU reference: (B)(4).device history review ==> a manufacturing record evaluation was performed for the finished device product description: pinn sector w/gription 62mm, product code: 121732062, lot no: 9696368, and two non-conformances were identified, however not related to the reported failure mode of the complaint.